Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient inquired about getting the device removed because it hasn't really worked for them in awhile and they are completely incontinent now. They noted seeing the "call your doctor" screen the last time they tried using their patient programmer (pp); they haven't done anything about these issues since. The call center tried to clarify what the screen was, but the patient didn't know. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss removal. No further patient complications have been reported as a result of this event.